Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (4.44 ng/ml vs. An expected result < 0.012 ng/ml) from a single patient sample run on the vitros eciq immunodiagnostic analyzer. The affected result was reported from the laboratory. However, the initial results were questioned upon obtaining trop results for a serial sample. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected sample was repeated and the corrected result was issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample run on the vitros eciq immunodiagnostic system. There was no indication that a reagent related issue contributed to the event. An ocd field engineer performed service actions on several analyzer sub-systems. Performance testing following service verified that the equipment was returned to expected operation. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The root cause of this event is most likely analyzer related. Additionally, pre-analytical sample processing cannot be ruled out as a potential contributing factor.